Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, breast pain date of explantation: (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 405cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced left breast pain. During an in-office visit with a medical professional, she was diagnosed with a ruptured left breast implant. As a result, the patient is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
On november 10, 2023, mentor received the following additional information. The patient had a palpable right breast lump. Mammogram imaging was conducted which indicated a ruptured left breast implant and benign appearing breast calcifications. On november 13, 2023, mentor received the following additional information. During an in-office visit with a medical professional, she was diagnosed with bilateral breast asymmetry and right implant malposition in addition to the ruptured left breast implant. As another event was indicated for the contralateral event, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-14234 for the contralateral event. On november 23, 2023, the mentor analysis lab received the suspect medical device for evaluation. On november 30, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in two (2) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women who have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection because microcalcifications are considered a hallmark of malignant breast disease. Although clinicians have recommended pre- and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports were identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et al. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, rupture of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: anisomastia, implant site calcifications manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2023, mentor was notified that the patient underwent bilateral replacement with undisclosed mentor gel implants. On october 24, 2023, mentor was notified that the patient underwent bilateral replacement with 405cc (left-sided) and 445cc (right-sided) mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).